Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Placement of zso-8-10, the stent is difficult to push tho the channel, resulting the pusher kinked and folded. Pc-7 has been used for stent placement. Additional information received on 21 apr 2025: 1.does the complaint relate to: device placement, device removal, observation prior to patient contact: no. 2.if not, with the device in question, how was the procedure finished? Use pc-7 instead. 3.what was the target location for the stent? Proximal of cbd. 4.please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Normal ot storage room maintain at 25degree and no light exposure. 5.what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? 0.035. 6.was the wire guide lubricated prior to use? N/a, yes, no: no. 7.was the wire guide inspected for damage prior to use? N/a, yes, no: no. 8.was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no: no. 9.were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no (if yes, please indicate the procedure performed.) No. 10.did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no: no. 11.what intervention (if any) was required? No. 12.was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day: no. 13.were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no (if yes, please detail any other defects observed.) No 14.what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? N.a. 15.does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no: yes, they have regular service for endoscopy: 16.was resistance encountered when advancing the wire guide to the target location? N/a, yes, no: gif-2t240, 3.7 channel. 17.how did the physician determine the length of the stent to be used for the procedure? If oa-8.5 was used initially, can a clarification be provided as to why pc-7 was used? Because no replacement of oa-8.5 available to use. 18.where was the stricture located in the duct? Proximal of cbd. 19.did any section of the device detach inside the endoscope or patient? N/a, yes, no (if yes, please specify what section of the device broke off:) no. 20.were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g., guiding catheter shortened, stent cut etc.) N/a, yes. No: (if yes, please indicate what modifications were made:) no.

Event description:
A supplemental report is being submitted due to completion of the investigation on 22-jul-2025.

Manufacturer narrative:
E1, f3 - country: hong kong device evaluation the device evaluation of oa-8.5 of c2163397 lot number could not be completed as the device or photographic evidence was not returned for evaluation. Photographic evidence was returned for evaluation. Manufacturing records review: prior to distribution, all the devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for oa-8.5 of c2163397 lot number did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: as per the precautions section of the instructions for use (ifu0096), which accompanies this device, it is clearly mentioned that the device is ¿not compatible with pigtail stents.¿ there is evidence to suggest that the user did not follow the instructions for use. It is known from the available information that the user attempted to place zso-8-10 stent using oa-8.5. It is also known that device and wire guide were not inspected for damage prior to use. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿ image review: an image was not returned for evaluation. Root cause review: a definitive root cause of use error was established. From the information available, it is known that the user was attempting to place zso stent using oa-8.5. According to the instructions for use (IFU), the oa-8.5 introducer is not compatible with pigtail stents. Since the zso-8-10 stent is not compatible with the channel of oa-8.5, it is likely that resistance was encountered during insertion, which caused excessive force to be applied. This resulted in the pusher becoming kinked and folded. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, while attempting to place the zso-8-10 stent, it was difficult to advance it through the oa-8.5 channel, which resulted in the pusher becoming kinked and folded. Confirmed quantity of 1 device, confirmed used. The investigation findings conclude that a definitive root cause of use error was established. From the information available, it is known that the user was attempting to place zso stent using oa-8.5. According to the instructions for use (IFU), the oa-8.5 introducer is not compatible with pigtail stents. Since the zso-8-10 stent is not compatible with the channel of oa-8.5, it is likely that resistance was encountered during insertion, which caused excessive force to be applied. This resulted in the pusher becoming kinked and folded. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for similar events